Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (2000mcg/ml, 767mcg/day) in an implantable pump for intractable spasticity and head/brain injury. The patient complained of headaches and increased spasticity. The catheter was replaced. It was determined there was a cerebrospinal fluid (csf) leak. The hcp also used tisseel to seal the holes in the dura to prevent another csf leak. The issue was considered to be resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury. The hcp had no further information. Concomitant medications were unable to be obtained.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the device found a kink on the catheter body. The kinked area would occlude when catheter was bent during pressure testing. There was damage noted as melting on the catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed, updated eval code-result and eval code-conclusion.

Event description:
Additional information received from a healthcare provider (hcp) via a device manufacturer indicated the patient was continuing to have a cerebrospinal fluid (csf) leak. The hcp explanted the spinal catheter on the date of this report and was placing a new spinal catheter with a laminectomy. The patient also previously had a blood patch. The hcp also used duragen and tisseal to help reinforce the new catheter in an attempt to fix the leak. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.